Event description:
It was reported that the patient occasionally felt a shocking or jolting sensation. It was stated that the patient felt the "shock to be more intense". The patient status was reported to be good. The battery was turned off. This appears to resolve the issue. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.